Event description:
Customer reported unexpected negative reactions on the echo with antibody screen. Negative results were observed for a patient sample that was postive for anti-kl when it was tested by tube method.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on returned and retention capture-r ready ID extend I, lot dp034 and capture-r ready-screen (3), lot r039. These are the reagents used by the customer at the time of the event. The patient's sample was tested with returned and retention crrs(3), lot r039 on our in-house echo. The sample was nonreactive with all reagent red cells tested. The sample was tested by tube hemagglutination method with retention panoscreen I, ii and iii, lot 04238, using immuadd as the potentiator. A room temperature incubation was included. The sample was nonreactive in all phases of testing. The event appears to be related to the nature of the sample.